Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient¿s spouse was giving him some juice to drink but he began spitting it out. The patient could utter words but they were not making sense. The patient¿s spouse was concerned about these symptoms and called 911. The patient did not have bg meter supplies to test his bg fingerstick readings at home. Once emergency medical services (ems) arrived, the patient¿s cgm reading was 400 mg/dl and the bg meter reading was 700 mg/dl. The reporter stated that the dexcom receiver was not alerting the patient to the high cgm reading. The patient was transported to the hospital. At the hospital, the patient¿s bg was 1012 mg/dl. It is reported that at some point during the hospitalization, the patient was treated with sugar water. The patient was hospitalized for 8 nights and was in a coma for 5 of those. The patient was in good condition at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.